Event description:
It was reported that during implant attempt, the physician could not get the curve on the stylet so that the leads would go into the atrium. The leads were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.